Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Uterine atony [uterine atony]. Device clotted [device occlusion]. Forgot to do manual sweep to remove clots prior to using jada system [wrong technique in device usage process]. This spontaneous report was received from a nurse via clinical educator referring to a non-pregnant female patient of unknown age. The patient's concomitant medications, and past drug reactions/allergies were not reported. The patient¿s medical history included pregnancy and had delivery. The patient¿s concurrent condition included uterine atony. This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) via intrauterine route by the provider (lot number and expiration date was not reported) for postpartum hemorrhage (postpartum haemorrhage) and provider forgot to do manual sweep to remove clots prior to using vacuum-induced hemorrhage control system (jada system) (wrong technique in device usage process). It was reported that device clotted (device occlusion) and due to the clotting blood backflow occurred in the uterus which caused uterine atony. The vacuum-induced hemorrhage control system (jada system) was removed (also reported as discontinued) and bakri uterine balloon was used. The bleeding was stopped with the use of bakri uterine balloon. The patient sought medical attention. The patient did not die. It was reported that more than one vacuum-induced hemorrhage control system (jada system) was not used. No additional adverse event (ae) reported. The outcome of the event uterine atony was considered as recovered. The reporter¿s causality assessment was not reported. Upon internal review, the event uterine atony was determined to be medically significant. Upon internal review, the event device occlusion was determined to be serious due to required intervention. Medical device reporting criteria: serious injury. (B)(4).